Event description:
It was reported that the needle did not move forward when the Pod was activated; this indicates a needle mechanism failure. The patient was hospitalized with Diabetic Ketoacidosis around (b)(6) 2026 as a result of the needle not deploying. There was no mention of blood glucose levels or duration of wear. No other information was provided regarding the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: Data not available. Omnipod Software App Version: 2.2.1. Operating System: 26.0. Hardware: iPhone12.1. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.